Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention to address an unknown issue for the ipg. As more information is obtained, a report will be sent.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced due to becoming inoperable. Patient had stopped charging the ipg as recommended, rendering it inoperable. Postoperatively, the patient has effective therapy.